Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Infection and sepsis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported through patient outcome that the patient was expired on (B)(6) 2018 due to sepsis. No further information was provided.